Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: investigation summary the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device revealed the tip broken from the attune rev augment wobble bit. Broken fragments were not returned for evaluation. The observed condition can be traced to an unintended use error due to excessive force applied over the device material, causing it to overload and subsequently to break. Properly handling and attention to the approved used of the device diminishes the risks of failure. A dimensional inspection was not performed due to post-manufacturing damage. A functional test was not able to be performed due to post-manufacturing damage. The overall complaint was confirmed for the attune rev augment wobble bit, as the observed condition could have contributed to the complained device issue. Based in the investigation findings, it has been determined that no preventive and/or corrective action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of the medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that several instruments were damaged. The medium size drill broke into two pieces during use. The acetabular cutters are not sharp.